Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical record review: patient with a history of recurrent vaginal bleeding with contraindication to anticoagulation therapy, lower extremity deep venous thrombosis and pulmonary emboli had an inferior vena cava (ivc) filter deployed with the feet at the level around the top of l3. The patient tolerated the procedure well. Approximately, four months post filter deployment, the patient presented with abdominal pain and redness in the right lower quadrant found to be cellulitis of the right abdominal wall. Approximately. Approximately three years and six months post filter deployment, patient presented with increased abdominal pain and report of increase in the size of the transplant pancreatic cyst on CT scan. Approximately three years, nine months post filter deployment, patient presented with abdominal pain from chronic pancreatic pseudocyst. Approximately four years and eight months post filter deployment, patient presented with status-post pancreas transplant with pseudocyst and pain. A CT scan of the abdomen and pelvis revealed the filter below the level of the bilateral renal vein and a medial limb of the filter posterior to the aorta, unchanged. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiration date: 02/2013); (device manufacture date: 02/2010). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced pain in and around the area of the perforation. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.